Manufacturer narrative:
(B)(4). Per field service representative (fsr) a replacement motor as ordered. The suspect device was returned to the manufacturer for evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit displayed a "motor error" message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed intermittent 'stopped: motor error' error message due to an exposed conductor from cut insulation of 'orange wire #3-hall sensor b' intermittently shorting to frayed shield wire. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.